Event description:
Dr did a laparoscopic nissen fundoplication surgery on me at hospital. I have severe permanent nerve damage in my abdominal walls and abdominal muscles from the trocars used during this surgery. I'm on permanent pills, nortriptyline, a pain agent pill and baclofen for my severe muscle spasms and contractions in the abdomen. I have been knocked unconscious 50-60 times during the first year after surgery from these severe chronic muscle spasms and contraction. The pain was so severe, was told by a dr at another hospital that the local hospitals have given me enough pain medication in the ER's to kill a full size elephant. He said he's suprised I'm not dead from having to take that much pain medication. He was very angry about my muscle spasms and contractions. I didn't find out until two years after the surgery what was wrong. A surgeon found out exactly what was wrong and said it is extremely serious and refered me to 3rd hosp to have the nerves in my abdominal walls and abdominal muscles deadened because it's so severe. The surgeon clearly said the trocars caused the permanent nerve damage to the abdominal walls and abdominal muscles. Either the surgeon screwed up using them, or the trocars were defective or he chose the wrong kind of trocar on me to use. At any rate the trocars used in this surgery left me permanently damaged for life. I am having nerve blocks done because of this unfortunate outcome of this surgery. I have had to go to the hospitals in my area about 30 times because the muscle spasms and contractions in my abdomen can knock me unconscious. I get internal bleeding, sweats, night chills, cramps, a rash breaks out on my stomach almost every day as a side effect of the nerves being injured in my stomach, diarrea, headaches, black stool. You name it I get it. I want you to do something about this for me. I'm permanently injured. This hurts me because it took 2 years after this surgery to find out what's wrong. Nobody wanted to treat me, everyone wanted to cover this all up or just say I dont know what's wrong with you and they know what was wrong. I just got lucky enough for a couple of surgeons to tell me after all tests and examinations that was wrong. However nobody wants to come forward and say this was malpractice and everyone has refused to get involved, to be honest enough to say I've been seriously injured from a surgeon using trocars. I feel this is a very serious matter so please email me back and call me and let me know what we can do about this matter.